Manufacturer narrative:
H3: product analysis of pli# 10; product ID# 97714. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they got the poor communication screen on their pt programmer and the reposition the antenna screen on their recharger(screens confirmed on call). Pt said they had not been charging or using their spinal cord stimulator(scs) because they had been taking medication. When asked about the event date, pt said "they had been trying to get in contact with pats about the issue for about 3 weeks." Patient services specialist(pss) explained overdischarge to the pt. Pt said they had an appointment with their hcp scheduled in march. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp additional information was received from the manufacturer representative (rep). It was reported that the device was overdischarged and the patient had a return of pain. An attempt will be made to recover the device. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. See general text for omitted information.